Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.